Manufacturer narrative:
On 9/12/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent a procedure with a thermocool smart touch bidirectional sf catheter where all of the electrophysiological signals were lost. The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The returned device was then evaluated for electrical resistance and current leakage, and it failed on electrode # 1. Further examination revealed that the lead wire was broken, causing the bad signal. Additionally, the catheter was connected to a stockert generator, and no impedance was observed. Per the impedance issue, a force test could not be performed. However, no force errors were observed on the carto system. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage cannot be determined.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smart touch bidirectional sf catheter where all of the electrophysiological signals were lost. After connecting the catheter to the patient interface unit, all signals were lost on all equipment. The catheter was exchanged for a new one, which resolved the issue. During the catheter exchange, no signals were available at all. The inability to monitor the patient¿s heart rhythm while devices are intracardiac can lead to an undetected cardiac rhythm that could potentially be life threatening. As a result, this event is MDR reportable. It was also reported that the catheter exhibited a force sensor error. The potential that this could cause or contribute to an adverse event is remote, and as such, this error is not MDR reportable.